Manufacturer narrative:
Date of this event: specific date of the event is unknown as the study period was from 2010 to 2015. Device was not returned, and no device identifier was provided. Based on information provided, it cannot be determined that the hernia recurrences were related to the prevena¿ incision management system. It is unknown if medical or surgical intervention was required as twenty-one of the twenty-nine surgical site occurrences required intervention. The study noted that the patients in the cinpt group had a larger hernia size, were more likely to have had a prior hernia repair, require mesh use and a component separation. The study also noted that compared to the ssd [standard sterile dressing] group, patients in the cinpt group had fewer total complications and less surgical site occurrences.... Cinpt in ventral hernia repair with concurrent panniculectomy has a lower surgical site occurrence rate and decreases surgical site occurrence requiring procedural intervention by nearly fourfold compared to standard sterile dressings. There have been several attempts made to gather additional information, but there has been no response. Device labeling states: the prevena¿ incision management system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area; untreated or inadequately treated infection; inadequate hemostasis of the incision; cellulitis of the incision area. Infected wounds: as with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and /or fatal injury. Some signs of complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and /or orthostatic hypotension or erythroderma (a sunburn-like rash). Duration of therapy: therapy should be continuous for a minimum of 2 days up to a maximum of 7 days. Therapy unit will automatically time-out after 192 hours (8 days) of cumulative run time.

Event description:
On 22-dec-2018, the following information was received by kci after a review of journal article, "closed-incision negative pressure therapy decreases complications in ventral hernia repair with concurrent panniculectomy" plast reconstr surg glob open. 2017 sep; 5(9 suppl): 92-93. Doi: 10.1097/gox.0000526296.62729.5b: sixty-two patients received the prevena¿ incision management system and forty-two patients received the ssd [standard sterile dressing]. Thirteen patients on the prevena¿ incision management system experienced hernia recurrences versus eight patients on ssd. Twenty-one of sixty-two patients on the prevena¿ incision management system experienced a surgical site occurrence that required surgical intervention. It was noted that "a large proportion of surgical site occurrences heal without intervention causing little morbidity to the patient compared to complications that required intervention...our observation that negative pressure therapy reduces the risk [thirty-three of sixty-two patients] of ssopi [surgical site occurrence requiring procedural intervention] in ventral hernia repair and panniculectomy is noteworthy in that it can decrease wound complications in high-risk patient population..." No additional information is available. Thirteen patients on the prevena¿ incision management system experienced hernia recurrences. The prevena¿ incision management system lot numbers were not provided, and no product was returned; therefore, neither a device evaluation nor a device history review could not be performed. MDR-3009897021-2019-00006_(B)(4) will address the allegation of infection. MDR-3009897021-2019-00007_(B)(4) will address the allegation of wound dehiscence. MDR-3009897021-2019-00008_(B)(4) will address the allegation of skin necrosis. MDR-3009897021-2019-00009_(B)(4) will address the allegation of hernia recurrence.